Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as an open wound that was bleeding at times. The patient's doctor recommended the patient remove the lifevest until the skin irritation healed. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient continues to wear the lifevest.